Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The field service engineer found an issue with the ise reagents. He instructed the customer to replace the ise reagents and prime the system. The customer performed calibration, qc, and a comparison between instruments to verify the instrument. The investigation determined the service/customer actions resolved the issue.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas 6000 c 501 analyzer. The samples were repeated on another cobas c501 analyzer at the customer site. Sample ID (B)(6): the initial sodium results were 114 mmol/l with a data flag and 117 mmol/l with a data flag. The repeat result was 140 mmol/l. The initial potassium results were 2.78 mmol/l with a data flag and 4.19 mmol/l. The repeat result was 4.17 mmol/l. The initial chloride result was 127.9 mmol/l with a data flag and 129.6 mmol/l with a data flag. The repeat result was 101 mmol/l. Sample ID (B)(6): the initial sodium results were 104 mmol/l with a data flag and 115 mmol/l with a data flag. The repeat result was 132 mmol/l. The initial chloride result was 136.6 mmol/l with a data flag and 122.9 mmol/l with a data flag. The repeat result was 102 mmol/l. The questionable results were not reported outside of the laboratory. The repeat results were believed correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.